Manufacturer narrative:
The pacemaker was reprogrammed to ddir configuration with a lower rate limite (lrl) of 70 ppm. Additionally, the atrial sensitivity was reprogrammed from .25mv to .5mv. System evaluation noted that a premature ventricular contraction (pvc) occurred at the same time as the atrial paced event (ap) which blanked the rv sensing. This resulted in the rv pace being sent which resulted in the torsades des pointes. No other adverse events have been reported. This issue will be re-evauated if additional information is received.

Event description:
Boston scientific crm received inoformation that this patient was in the cardiac care unit and was experiencing a lot of ectopy. Device evaluation noted right ventricular (rv) pacing into the t-wave which resulted in torsades des pointes. Additionally, some atrial oversensing was observed.